Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was incorrect volume delivered in continuous mode requires calibration. There was unknown patient involvement, and unknown harm/adverse event was reported.

Manufacturer narrative:
D9: product received date 9/15/2024. H3: one device was returned for repair in good condition with complaint of incorrect volume delivered in continuous mode, service history review identified the complaint was not related to a previous service of the device within the review period. Visual/functional testing was performed. There were no faults found with the pump's accuracy. Preventative maintenance was performed, and device was sent back to customer.